Event description:
Increasing rv capture thresholds since implant on 09-aug-2024, with most recent thresholds measuring >2.5v/0.4msec. There appears to be morphology changes in the qrs and t waves also. The bipolar and unipolar impedance measurements are slightly decreased since implant but remain within the expected range and appear stable. The patient is reportedly dependent. High rv threshold on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).